Event description:
On 5/14/93 the aus device was implanted. On 11/28/95 and 6/24/97 the cuff was revised. On 6/26/97 the cuff was removed from the pt due to "probable urethral injury during previous implant surgery."